Manufacturer narrative:
(B)(4). Approximate age of device: 3 years, 1 month. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. The patient presented on an unspecified date with symptoms of elevated lactate dehydrogenase and plasma free hemoglobin, hematuria, and elevated total bilirubin. A slight upward trend in pump power and downward trend in pulsatility index was observed. The patient had been on warfarin and 81mg of aspirin with an international normalized ratio (inr) goal of 2.0-2.5. At the time of the event, the inr was reported to be 2.3. The patient was continued on warfarin and was placed on heparin gtt at the time of the event. On (B)(6) 2015, the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 2.5 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port, and the remainder of the sealed outflow conduit (outflow graft and outflow graft bend relief) was returned detached from the device. Examination of the inlet stator upon disassembly of the pump revealed a laminated thrombus formation surrounding the bearing cup. The laminated structure of the deposition, as well as its areas of denaturation surrounding the bearing cup, indicate this deposition was present while the pump was in operation supporting the patient. Examination of the pump upon disassembly revealed a flat, non-laminated, tissue-like deposition situated over one of the rotor blades. This deposition lacked lamination and denaturation indicating it may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it would have contributed to the patient¿s reported elevated lactate dehydrogenase as well as the power elevations that were seen through the evaluation of the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file for this event.